Manufacturer narrative:
Ethnicity: patient ethnicity and race was not provided for reporting. Brand name: device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne mask USA). Common device name, procode, MFR, lot #, expiration date, part #: this report is for (ntg light therapy acne mask can 62600965035). Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne mask USA 70501101247). Lot# and expiration date is unknown. (B)(4). Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer and a product lot number was not reported. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported following the use of the neutrogena light therapy acne mask she experienced an acne breakout. The consumer continued to use the product for two additional sessions and noted that she experienced cystic pimples with white pus and redness. The consumer noted they used 3-4 sessions in total and experienced the reaction after the first use. The consumer stopped using the product and purchased treatment from the pharmacy (over the counter medication and creams). The consumer also noted she had scars and was experiencing severe acne that required consultation with a dermatologist. Treatment by the dermatologist will include micro-needling sessions and accutane (prescription).